Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 04/22/2015 device evaluation: the pump has been returned to animas and evaluated on 04/10/2015 with the following findings: the pump was returned with scratches on the display lens. The display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked from the bottom traveling to the bumper. All of the keypad buttons responded intermittently. Contamination was found under all of the button contacts. The audio bolus button was torn but operable.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.